Manufacturer narrative:
Additional information received by smiths medical on 01-dec-2020 via email that the event occurred during testing and there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer reported problem was repeated and duplicated multiple times. According to the investigation, the pump air detector was inoperable which caused the reported issue. Investigator replaced the pump air detector and perform a full pm and functional testing which passed. The problem source of the reported problem is unknown.

Event description:
It was reported the device had a "bad air detector". No adverse effects reported.